Manufacturer narrative:
The field service engineer (fse) performed various adjustments and validated instrument operation. A general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial glucose result was 37.6 mg/dl. The repeat result was 94.5 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot is 643503. The expiration date was requested but not provided.